Event description:
Complaint alleged that during a routine shift check by a clinician, the device display blanked out. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp. Has not received the production for evaluation and this complaint is still under investigation.